Manufacturer narrative:
Biomedical cannot duplicate the issue. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: 30 minutes into ventilation on a pediatric patient, staff got a patient disconnect on the ventilator, they then pulled the patient from the ventilator, bagged the patient, and then tried to calibrate the flow sensor and it would not calibrate so ventilator was switched out for another. They also stated that in the pre op screen, flow sensor was grayed out. Last pm was performed in (B)(6) 2023. Biomedical says that flow sensor calibration has been done with no issue.

Manufacturer narrative:
Biomedical cannot duplicate the issue. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: 30 minutes into ventilation on a pediatric patient, staff got a patient disconnect on the ventilator, they then pulled the patient from the ventilator, bagged the patient, and then tried to calibrate the flow sensor and it would not calibrate so ventilator was switched out for another. They also stated that in the pre op screen, flow sensor was grayed out. Last pm was performed in april of 2023. Biomedical says that flow sensor calibration has been done with no issue.

Event description:
Hamilton medical ag received the following incident description: 30 minutes into ventilation on a pediatric patient, staff got a patient disconnect on the ventilator, they then pulled the patient from the ventilator, bagged the patient, and then tried to calibrate the flow sensor and it would not calibrate so ventilator was switched out for another. They also stated that in the pre op screen, flow sensor was grayed out. Last pm was performed in (B)(6) 2023. Biomedical says that flow sensor calibration has been done with no issue.

Manufacturer narrative:
Biomedical cannot duplicate the issue. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4 follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During ventilation of a patient, the device displayed a disconnection alarm on the ventilator side. The patient was bagged and transferred to another ventilator. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was determined to be a defective servo module. After replacing the servo module, the ventilator was found to be functional and was released for use.